Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 07/30/2009, the patient reported that he woke up in 2009 and his blood glucose measured 390 mg/dl and bolused 10 units of insulin through the infusion device. He stated that later his legs felt numb and his blood glucose measured 40 mg/dl and he bolused 20 units of insulin through the infusion device. He then injected 20-25 units of insulin via syringe. He later changed the infusion site and tubing and had no further issues. He believes elevated blood glucose was caused by his infusion site area. He stated he has several "callused" areas. He was advised to avoid scar tissue and was educated on proper infusion site rotation. At the time of the report his blood glucose was within his normal range of 240-280 mg/dl. He was sent information on infusion site management. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.